Event description:
Information obtained from neurosurgery that abnormal healing was noticed for the patient as the patient had developed a keloid at their incision site. The patient underwent surgery for a wound revision and had their device removed and the generator and left chest wall were cultured and the results indicated that the site was infected.

Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by the patient that they developed an infection 10 months after getting their battery replaced. The patient had to have their device explanted. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.